Event description:
Iol was replacedf due to lens dislocation. The lens had been sutured in the posterior chamber. No inflammatory tissue was evident. The iol had some hemorrhage on one surface. There were scattered nutrophils and lymphocytes suggestive of mile ub-acute inflammationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, anticipated or known. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.